Event description:
The recipient reportedly experienced device extrusion. The recipient's device was explanted. The recipient was not reimplanted.

Manufacturer narrative:
The recipient reportedly presented with inflammation. The recipient healed. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed that the array was severed prior to receipt, as well as tool damage to both top and bottom covers. In addition, a slice was noted on the overmold by the fantail. These anomalies are believed to have occurred during revision surgery. The photographic imaging inspection confirmed severed electrode wires at the fantail region. This is believed to have occurred during revision surgery. System lock was verified. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.